Event description:
It was reported that a few days after a lap chole procedure, the patient presented abdominal pain and a bile leak was found. It is unknown how the surgeon treated the leak. Several days after the patient was treated for the leak, the patient was still experiencing pain. They re-operated and drained a significant amount of fluid. The patient is okay. The surgeon stated the clip had slipped off the bile duct.

Manufacturer narrative:
Date sent: 3/11/2008. Information not available, device not returned for analysis.